Event description:
The customer states that a physician questioned a pt's architect c8000 glucose assay result of 300 mg/dl. Controls were within specs. The customer recalibrated the assay and the sample retested at 108 mg/dl. The customer is requesting a svc call. There is no impact to pt mgmt reported.

Manufacturer narrative:
An abbott field svc engineer (fse) replaced multiple parts on the analyzer including the r1 (reagent) probe and tubing, poppet valves, bellows, diaphragms, sheet valves and cuvette washer. The fse performed control runs after repairs and found the sys to be operational. The issue is addressed in the abbott architect sys operations manual, list # 06e28-07, troubleshooting and diagnostics; section 10 - sample results observed problems (c sys); erratic results, poor precision - photometric results (c sys), section 10 -549. Probable cause corrective action: scheduled maintenance is due. Perform scheduled maintenance; syringe seal (s) and/or o-ring have failed. Replaced the syringe o-ring and seal tips. See replace sample or reagent syringe o-ring and seal tips 1 and 2 (c sys), page 9-157; probe tubing connections are loose or leaking. Tighten the tubing connections or replace the tubing. See replace the sample probe tubing (c sys), page 9-98; or replace the reagent probe tubing (c sys), page 9-101; reagent probe tubing is discolored or contains precipitate. Replace the reagent probe tubing (c sys), page 9-101; probe tubing is damaged. Replace the tubing between the probe and the connector on top of the pipettor. See replace the sample probe tubing (c sys), pg 9-98, or replace the reagent probe tubing (c sys ), page 9-101; tubing connection to the syringe is loos. Tighten the side and top tubing connections to the syringe body. Perform as-needed maintenance procedure; 2132 flush water lines, page 9-49; sample or reagent probe is partially obstructed. Perform weekly maintenance procedure: 6023 clean sample/reagent probes, page 9-34; probe wash pump poppet valve has failed. Replace the pump poppet valve set (c sys), page 9-165; cuvette washer is not functioning properly: perform monthly maintenance procedure 6018 clean cuvette washer nozzles, page 9-28. Perform as-needed maintenance procedure 6052 wash cuvettes, pg 9-40, and observe the cuvette washer nozzles for hanging drops or leaks. If drops or leaks are observed for the high concentration waste nozzle, replace the high concentration waste pump poppet valve. See replace the pump poppet valve set (c sys), page 9-137 if the drops or leaks are observed for any of the other nozzles, replace the cuvette wash pump poppet valve. See replace the pump poppet valve set (c system), page 9-137;cuvette dry tip is damaged. Replace the cuvette dry tip (c system), page 9-95; bubbles or foam are on the surface of the reagent. Remove all bubbles and foam from the surface of the reagent using a clean applicator stick; cuvettes are dirty, perform as-needed maintenance procedure 6310 clean cuvettes - manually, page 9-14. The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specs. No deficiency related to the performance of the device was identified. This is a final report. End of report.